Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation, and updates to fields d8, h3, and h4. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. A most likely cause could also not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had black fluid leaking out of the scope after being reprocessed twice. There was no patient involvement.